Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that upon inserting impella cp, flows were unable to exceed 0.3 l/min. Physician did not want to use another impella cp for the current case. Impella cp was removed, inspected, and suspicion of clot was thought to be cause of persistent low flows. Physician elected to flush impella cp and reuse impella. After second insertion, no issues during implant or starting of impella cp. Patient survived.